Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 22.2 mmol/l had has blank display. The customer treated through insulin pump. Customer's blood glucose level was over 22.2 mmol/l and the sensor glucose reading was 23 mmol/l. The sensor was not returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify blank display due to cracked and bleeding lcd glass.